Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb065k - enduro tibia hemi-wedge t3 4mm rm/ll. According to the complaint description, both tibial wedges had been punctured by the sterile packaging and were therefore non-sterile. One of the wedges nb065k fell directly out of the sterile packaging onto the floor during handover. Nb075k had clearly leaked through the sterile packaging. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00479 (400517445 - nb075k). 9610612-2021-00480 (400517446 - nb065k)